Manufacturer narrative:
The customer replaced the sweepflow check valve, cv7, and the white blood cell (wbc) bath check valves, cv1 & cv2, which addressed the startup issues. The customer also cleaned the probe rinse block and adjusted the tubing within valve lv8, the backwash pinch valve, which fixed the leak. The repairs were verified by the customer. (B)(4).

Event description:
The customer reported an uncontained fluid leak of less than 1ml from a coulter ac·t diff analyzer. The customer also reported failing startup on hemoglobin (hgb) and platelets (plt). The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.